Event description:
Pt status post olecranon osteotomy fracture procedure presents to surgeon on unk date for post-op follow up. X-rays taken at post-op appointment revealed a broken nail due to non-union of the fracture, which has created a stress riser between the nail and the end cap. It is not known at this time if an explant or revision will be scheduled. This is first of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.